Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eciq malfunctioned. The performance of the vitros ahbc reagent could not be assessed due to limited quality control data. The root cause for the false negative vitros anti-hbc results could not be determined; however, the possibility of an unknown sample interferent could not be ruled out. Current and historical testing indicated that two competitive systems obtained reactive anti-hbc results for the sample. The root cause is unknown.

Event description:
A customer observed a false negative vitros anti-hbc result from a single patient tested on a vitros eciq analyzer in 2009. The same patient sample produced a positive result on a competitive system. False negative results may lead to inappropriate physician action. The false negative result was not reported. There was no report of patient harm as a result of this event. Note: there are two consecutively numbered form 3500a being filed for this event. MDR # 9680658-2009-00144 is for the 18 february 2008 result, vitros ahbc reagent lot unknown.